Event description:
Customer reported receiving imprecise adc meter readings of 2.0 mmol/l and 20.0 mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.